Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during setup. Per the initial report, home patient (hp) had attempted to reuse a supply bag with new cassette. The hp stated, he changed the heater bag and cassette and left the supply bag. The technical service representative (tsr) stated that could have compromised the setup doing that. The tsr suggested all new supplies. Global product surveillance contacted hp on (B)(4) 2011. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for use error-reuse of single use supplies is confirmed because it was reported in the event description that the patient used same supply bag after starting with new cassette. The assignable cause code was undetermined because even though the patient error was identified, for the reuse of supplies, it is undetermined which disposable was reused. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was use error poor aseptic technique.